Event description:
It was reported that during the implant procedure the passive fixation right atrial (ra) lead was placed in the right atrial appendage but exhibited high threshold levels. The lead was removed and replaced with an active fixation lead placed on the lateral wall. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).